Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent a hardware removal for an unknown reason. The patient was implanted with an unknown variable angle locking compression plate (lcp) system for the foot on an unknown date. During the surgery, the head of an unknown locking screw was stripped and could not be removed. Since a carbide drill bit was not available, the surgeon tried to remove the unknown screw by cutting the unknown plate. The attempt then ended up breaking the unknown screw and the shaft remained in the patient's body. There was a surgical delay of 45 minutes. Patient and surgical outcome are unknown. Concomitant device: unknown plate (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) unknown- screws: locking. This is report 1 of 1 for (B)(4). This (B)(4) captures all intra-operative events while the linked (B)(4) captures all post-operative events.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The incorrect date was inadvertently utilized in initial medwatch. The correct date is november 20, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.